Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was received and added to block b5 describe event or problem.

Event description:
It was reported that the patient experienced inappropriate electric shocks from their implantable cardioverter defibrillator (ICD) after the pulse field ablation (pfa) procedure, potentially due to a device-device interaction with the farawave catheter. The pfa procedure was performed to treat atrial fibrillation, and the patient had a dual chamber ICD in situ at the time. Pulmonary vein isolation (pvi) was performed successfully in the left atrium (la) with thirty-six ablation applications. The catheter was not used in the right atrium nor was it used in an off-label manner. Ten days after the procedure the patient received inappropriate shocks from the non-boston scientific ICD and presented to the physician, who reported abrupt impedance and threshold changes. Noise was observed with provocation, indicating a likely fracture in the lead. The ICD trends appeared stable up until the day the shocks occurred. It is unknown if the ICD issue was related to the pfa procedure. An additional lead was placed at a later date but there was no extraction of the faulty lead. The new lead also required a revision due to micro-displacement. The current condition of the patient is unknown, but they were discharged from the hospital. The device is not expected to be returned for analysis due to disposal. It was further reported that pre and post-ablation device interrogation of the ICD was performed with "normal" device function, and ICD therapy was turned off for the pfa applications and reactivated post-procedure. Provocation maneuvers such as chest pectoral activation (hands pushing together) elicited the noise from the ICD. The faulty lead appeared to be positioned about mid-septum. The lead was replaced, which also required a revision. The patient was discharged.

Event description:
It was reported that the patient experienced inappropriate electric shocks from their implantable cardioverter defibrillator (ICD) after the pulse field ablation (pfa) procedure, potentially due to a device-device interaction with the farawave catheter. The pfa procedure was performed to treat atrial fibrillation, and the patient had a dual chamber ICD in situ at the time. Pulmonary vein isolation (pvi) was performed successfully in the left atrium (la) with thirty-six ablation applications. The catheter was not used in the right atrium nor was it used in an off-label manner. Ten days after the procedure the patient received inappropriate shocks from the non-boston scientific ICD and presented to the physician, who reported abrupt impedance and threshold changes. Noise was observed with provocation, indicating a likely fracture in the lead. The ICD trends appeared stable up until the day the shocks occurred. It is unknown if the ICD issue was related to the pfa procedure. An additional lead was placed at a later date but there was no extraction of the faulty lead. The new lead also required a revision due to micro-displacement. The current condition of the patient is unknown, but they were discharged from the hospital. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.